Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.the customer reported condition was not confirmed. No fault found. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the "pump did not deliver enough medication". It was reported that each veletri cassette that was connected still had at least 10% of the cassette. No reported adverse effects.